Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event and subsequently expired on an unk date after the use of the product.

Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event on or about (B)(6) 2011 and subsequently expired after the use of the product.

Manufacturer narrative:
Additional information was received and during review, it was noted that the follow-up 1 report should be disregarded; this information was inadvertently reported for this patient and therefore has been submitted under mfg report numbers: 1225714-2014-03880, 1225714-2014-03881 and 1225714-2014-03882 accordingly. The follow-up 2 report should be regarded as new, relevant information for the initially reported event. Additional information has been requested and upon receipt will be submitted accordingly. This is one of two devices associated with this event reported under manufacturer report numbers: 1225714-2014-00209 and 1225714-2014-00210.

Event description:
Additional information received by the plaintiff's attorney alleged that the patient experienced cardiac arrest and subsequently expired, which is alleged to have been caused by the product administered for display treatment.

Manufacturer narrative:
This is one event (death) for the same pt involving two separate products; associated MDR #1225714-2014-00210.